Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d10: additional information h2: additional information, device evaluation h3: additional information h6: event problem and evaluation codes - additional information.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 volts. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was not confirmed. The reported event of an alert to pair a new transmitter is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to pair a new transmitter occurred. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, a transmitter failed error was found in connection to the reported allegation. The reported event of an alert to pair a new transmitter is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.